Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had changed the infusion set twice and no insulin was observed exiting the tubing. There was no alerts or alarms. The customer's blood glucose (bg) was 400 mg/dl and an insulin injection was used to address the bg level. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support discussed with the customer that apidra insulin was not labeled for use with the pump. The customer acknowledged the information.